Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bruise over a pre-existing broken ribs from a fall. There is no indication at this time that the device caused or contributed to the breaking of the ribs. The patient's physician advised the patient to remove the device. There is no indication of a device malfunction related to the irritation. The patient's bruise improved slightly. The patient's medical outcome is unknown.